Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system there were two catheters from the same lot leaked at the base. The leakage was at the base of the catheter at the junction with the wings when removing the mandrel. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: 2 defective venous catheters from the same lot, leakage at the base of the catheter at the junction with the wings when removing the mandrel.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system there were two catheters from the same lot leaked at the base. The leakage was at the base of the catheter at the junction with the wings when removing the mandrel. Foreign complaint the following information was provided by the initial reporter, translated from french to english: 2 defective venous catheters from the same lot, leakage at the base of the catheter at the junction with the wings when removing the mandrel.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8249595. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were submitted for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid. Conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined. The cut in the catheter could not be reproduced in our process.